Event description:
We opened the captivator 13mm hexagonal snare and put it down the scope to the patient. When the snare was at the opening of the scope, dr. Instructed for the snare to be open. The snare would not open and that is when it was realized that the top part had bent/ broke preventing the snare of being able to open. The snare was then removed from the scope and a new snare was retrieved. No patient harm.